Event description:
Pt had surgical procedure and during the procedure, the non-invasive blood pressure until was used on the left arm with the large cuff. Postoperatively, complained of left arm numbness and inability to move the left arm very well.